Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. The complaint investigation for false negative alinity I sars-cov-2 igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature and device history records. Return testing was not completed as returns were not available. In-house sensitivity testing for reagent lot 22469fn00 was completed using a retained kit of customer lot 22469fn00 and replicates of the positive control, which contains human blood-derived material. Testing met all validity and acceptance criteria indicating the lot is performing acceptably. Device history record review on lot 22469fn00 did not show any potential non-conformances, or deviations associated with the complaint issue. Labeling and literature were reviewed which adequately address the issue under review. The customer reported a negative result when using alinity I sars-cov-2 igg reagent lot 22469fn0 for a patient who had been infected with covid-19. A positive result was obtained for the same patient at a competitor lab using the roche assay and nadal rapid ig test. When the customer tested the sample using the sars-cov-2 igg ii assay, they obtained a positive result. In this case, no additional patient history was provided. The roche test is a total ig test, which may target a different part of the protein than the abbott igg test, and the rapid test uses a different methodology. A direct comparison should not be made between the alinity I sars-cov-2 igg assay and the roche total ig and nadal rapid tests as these target a different protein (roche) and use a different test method (nadal). Per the product labelling the assay sensitivity within the 95% confidence level is 95.89%- 100.00% and the assay specificity within the 95% confidence level is 99.05%-99.90%. Patients have different immune responses and the insert states that immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. In this case, no specific patient history was provided for the patient. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on current literature, long, q-x et al, ¿https://www.nature.com/articles/s41591-020-0897-1¿, igg levels may not appear until 7 to 10 days after infection. In addition, emerging literature on sars cov-2 serology indicates that antibody responses to the virus decline over time. In some cases, this transient response results in the decline of both igg and neutralizing antibody titers. It remains unknown for how long antibodies persist following infection and if the presence of antibodies is indicative of protective immunity, seow et al, ¿https://doi.org/10.1101/2020.07.09.20148429¿, and ou et al, ¿https://doi.org/10.1101/2020.05.22.20102525¿. The study, quan-xin long et al, ¿clinical and immunological assessment of asymptomatic sars-cov-2 infections¿, nature medicine, observed that igg levels and neutralizing antibodies in a high proportion of individuals who recovered from sars-cov-2 infection start to decrease within 2¿3 months after infection. To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/=14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/=14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020, "antibody responses to sars-cov-2 in patients of novel coronavirus disease 2019¿, medrxiv. Additionally, review of the manuscript, bryan et al. 2020, ¿performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho¿, j. Clin. Microbiol, doi: 10.1128/jcm.00941-20., showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. 4,856 individuals from boise, idaho collected over one week in april 2020 as part of the crush the curve initiative were tested and detected 87 positives for a positivity rate of 1.79%. These data demonstrate excellent analytical performance of the abbott sars-cov-2 igg test with results obtained mirroring that of the assay package insert, which details a 99.6% specificity from >1,000 specimens presumed sars-cov-2-negative and 100% sensitivity by day 14 after symptoms. To estimate the negative percent agreement (npa), 1070 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested. Of the 1070 specimens, 997 specimens were collected prior to september 2019 (pre-covid 19 outbreak). An additional 73 specimens were collected in 2020 from subjects who were exhibiting signs of respiratory illness but tested negative for sars-cov-2 by a pcr method. All 1070 specimens were tested using the sars-cov-2 igg assay. The npa and the 95% ci were calculated. The npa for specimens categorized as pre-covid-19 outbreak is 99.60% (95% ci: 98.98, 99.89). The npa for specimens categorized as other respiratory illness is 100.00% (95% ci: 95.07, 100.00). The total npa is 99.63% (95% ci: 99.05, 99.90). Based on the investigation alinity I sars-cov-2 igg reagent lot 22469fn00 is performing as intended, no systemic issue or deficiency of the alinity I sars-cov-2 igg reagent was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 06r90-22 that has a similar product distributed in the us, list number 06r90-20/-30. Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false negative alinity sars-cov-2 igg results for one patient who had a history of covid-19 in (B)(6) 2020. The following data was provided: (B)(6)2021 sid (B)(6) sars-cov-2 igg initial result = 0.75 index (s/c), tested in a competitor¿s lab with another method = 5.45 (reference range: cut-off is 1) (B)(6) 2021 sars-cov-2 igg initial result = 0.78 index (s/c), quick cassette test = positive for igg, sars-cov-2 igg ii = 116.4 au/ml additionally, the laboratory tested all patient samples with results on the alinity sars-coc-2 igg as >0.50 index (s/c) with the sars-cov-2 igg ii assay it they all generated results >100 au/ml. No impact to patient management was reported.